Manufacturer narrative:
Primary di number: (B)(4).

Event description:
Product compl: failure to osseointegrate.

Manufacturer narrative:
Primary di number (B)(4). The customer responded and provided the lot number: lot 54972.

Event description:
Product compl: failure to osseointegrate.